Manufacturer narrative:
Device evaluated by MFR: mustang device 6x8x135cm, batch#21759837, 24atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the distal end of the distal markerband and extending approximately 4mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation but after filled with agent contrast, the balloon could not fully inflate. However, when the balloon was removed and flushed with liquid, it was leaking liquid and pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation but after filled with agent contrast, the balloon could not fully inflate. However, when the balloon was removed and flushed with liquid, it was leaking liquid and pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.